Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 568 mg/dl, which she treated via manual insulin injection. During troubleshooting the patient discovered that the battery compartment and spring were corroded. However, when she replaced the battery the insulin pump did not alarm failed battery test. The insulin pump was not returned for analysis.